Manufacturer narrative:
The insulin pump was received with critical pump error and unable to download due to moisture damaged electronic assembly. The insulin pump was received with moisture damaged motor assembly, partially broken reservoir tube lip, minor scratched lcd window, cracked select button keypad overlay and cracked case along the side of the battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a critical pump error. The customer does not know the blood glucose levels at the time of incident. The customer states she was in water when her insulin pump received a critical error. Customer was assisted with trouble shooting. The customer was advised pump will need to be replaced. Customer was recommended to refer to back up plan per hcp instructions. The pump will not return for analysis.